Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g1, h2, h3, h6, h11 a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image that became blurred. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.